Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead.

Event description:
It was reported the cause of the event was due to a loose lead and a normally depleted battery. Dislodgement/migration of the lead was noted. The implantable neurostimulator was replaced. No hospitalization was reported and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were "very high impedances". The patient was referred to a different facility and health care provider (hcp) for follow up. It was unknown if any intervention occurred. The associated signs and symptoms for the event was a recurrence of nausea. No patient hospitalization was required and the patient outcome was noted as no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect. The patient had impedance values of greater than 4,000 ohms on some of the bipolar pairs. It was stated that there were impedance values of greater than 4,000 ohms on all or some of the unipolar pairs. The patient had good symptom control but was in the doctor's office with a return of symptoms. The patient had pancreas transplant surgery, but a surgery date was not given. Contact c-3 and 3-3 were greater than 4,000 ohms. It was stated that the doctor was going to schedule a surgery about two weeks later it was reported that the patient's symptoms had been return for about a month and the patient felt "terrible." It was stated that the patient had been to the hospital 2 times and the health care provider (hcp) said it was due to his leads. It was stated that the surgeon "would not take the diagnostics" from his hcp. There were no known accidents related to the event. Further information has been requested. If more information is received a follow up report will be sent.